Event description:
It was reported that there is high impedance. Monopolar c-3 has an impedance of 6,837 ohms. Bipolar 3-0 has an impedance of 6,660 ohms, bipolar 3-1 has an impedance of 5,830 ohms, bipolar 3-2 has an impedance of 6,603 ohms. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.